Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. Upon interrogation, measured battery data was 2.37 v, 88 ua, 3.1 kohms. The device was explanted and replaced.

Manufacturer narrative:
Analysis of the pulse generator found that a defective integrated circuit chip resulted in a high battery current drain.